Manufacturer narrative:
Bayer case number: (B)(4). Extreme pain during insertion [procedural pain]. Case narrative: this spontaneous case describes the occurrence of procedural pain ("extreme pain during insertion") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced procedural pain (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure). At the time of the report, the event had resolved. No causality assessment was received for essure with regard to procedural pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Extreme pain during insertion [procedural pain]. Case narrative: this spontaneous case describes the occurrence of procedural pain ("extreme pain during insertion") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced procedural pain (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure). At the time of the report, the event had resolved. No causality assessment was received for essure with regard to procedural pain. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.